Event description:
This report is in response to a request for info regarding report: "patient had out-pt laparoscopic cholecystectomy, was seen by surgeon for post-op follow-up at which time pt complained of, numbness and tingling at site of grounding pad use during surgery." Twenty-four days later, the pt was still experiencing the problem."

Manufacturer narrative:
Valleylab is not aware of any product attribute or fault that would directly cause, contribute, or exacerbate this reported condition. Nor, is valleylab aware of any clinical data that suggests electrosurgery is or is not the only contributory factor to this type of condition.